Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that before the procedure it was discovered the t-bar of the inserter was broken with fragments and could not affix to the attachment well. There was no patient or surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: no material received for investigation. The received pictures show that the t-handle bar is broken; the complaint therefore has been determined to be confirmed. Based on the provided information, without the material and without knowing the lot number an investigation or disposition is impossible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.